Manufacturer narrative:
Initial.

Event description:
It was reported that the user announced meals to administer extra insulin as a correction for a hyperglycemic event, with a reported blood glucose of 471 mg/dl, while using the ilet insulin pump and later discontinued the device to use subcutaneous insulin injections. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and a usage problem was identified involving an improper or incorrect procedure related to the user interface. The user was advised not to use meal announcements for correction dosing, and education was provided. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.